Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tools marks on the device casing. There was a hole in the seal plug. The set screw operated normally. The device was able to be interrogated and a memory download was performed successfully. The interrogated monitoring voltage was 9.124 volts. A review of the device memory noted no resets, errors, or fault codes. No noise was identified on live e-grams during interrogation. The device was programmed to the primary sense vector. The connector with the seal plug hole is not used in this vector. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the device was received at boston scientific's return products department.

Manufacturer narrative:
Boston scientific received information that this local representative contacted ts again to ask about under insertion of the electrode into the device header port. Ts discussed the visual identification ("h" shape when viewed via x-ray) between the 2nd and 3rd header block. It appears that the electrode was fully inserted. Electrogram noise is present on all 3-vectors. The local representative commented that the device has rotated. Ts discussed the need to further investigate options for other system positions. Boston scientific received information that this patient ahs been scheduled for system explant due to electrogram noise on all 3-sense vectors. Additionally, the device has been migrating.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp was reviewing uploaded data from this patient's latitude system and wanted an opinion from ts about an untreated episode from (B)(6) 2016. Ts discussed that the onset rate for untreated#003 was approximately 60 bpm. The r-wave amplitudes were adequate but a little smaller than what the presenting s-ECG shows. The sense vector was programmed to primary with 2x gain. At around the 29 second episode time frame there looks like what could be a pvc. The signal amplitude and morphology changes at that time. It has the appearance of a tachycardia arrhythmia. Some undersensing was noted and then adequate sensing is observed. There was some double counting around the 42 second time frame. The rate looks to be around 230-240 bpm with some double counting. Ts suggested that the physician may want to bring the patient back for an in-clinic check since this was an acute implant. The physician should check for positional signal changes. Pocket and electrode manipulation should be performed to make sure that there was no positional to component to this untreated event. The hcp will follow-up with patient and may consider bringing the patient in for further evaluation. The patient was seen in-clinic. The device had migrated inferiorly as identified by chest x-ray. A review of a stored electrogram identified electrogram noise and oversensing which was re-created with patient isometrics (patient bending over) and while the patient pressed hands together. The physician has elected to reprogram the device's tachycardia mode off at this time. A follow-up appointment has been scheduled.

Event description:
Boston scientific received information that this patient was presented back to the (B)(4) laboratory in (B)(6) 2016. According to the product experience report (per), the device and electrode were explanted due to oversensing. Electrogram noise was reproducible with patient isometrics. Lateral x-ray showed that the electrode appeared to be too far to the right. No patient adverse effects were reported. To date, the device and electrode have not been returned to boston scientific.